Manufacturer narrative:
Additional narrative: additional device product codes: hsz; gfa; gff. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during the procedure, upon drilling and removing the drill using the guide, it was filled with tissue or bone. The other drill bit was used and completed the procedure successfully without any surgical delay. In the central sterilization, the attempt was made to extract the fragment that was covering the drill with a cleaning guide, a kischnner guide, steam and soaking in water, but the fragment does not come out. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the reported condition of the complaint device (drill bit ø2/1.15 cann l150/48 3flute) is confirmed as foreign matter is present inside the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 310.221, lot:f-26083, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 28. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.